Manufacturer narrative:
Additional, changed and/or corrected data: b.5, b.6., d.6b, h.6.

Event description:
Healthcare professional confirmed a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: white particles in device inner surface, black particles in the fill channel one crack opening and flat creases. Leak test and microscopic analysis was performed which identified: one crack opening and wear abrasion. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve.

Event description:
Healthcare professional confirmed a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a saline implant that had "ruptured." Device remains implanted. Unknown side record.

Event description:
Healthcare professional confirmed a left side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, g1.